Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event was confirmed based on the feedback from the sales rep. The investigation confirmed that the device was delivered late by the shipping company, causing the hospital to abort and reschedule the surgery. The event was not related to the device¿s performance or safety and will be closed as a shipping error. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the second implant had not arrived by the time the patient was already under anesthesia, resulting in the cancellation of the surgery.